Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an over delivery alarm. Customer also experienced a low blood glucose value and the value of low blood glucose was 55 mg/dl. Customer treated with food for low blood glucose. Customer was been using insulin pump system within 48 hours of reported low blood glucose. Customer stated that the drive support cap was normal. Customer was alleging the insulin pump for over delivery. Troubleshooting was completed but did not resolve the issue. The customer also mentioned that they had been under extreme stress. The insulin pump and reservoir will return for the analysis.